Event description:
The tip of the advanced soft-pick broke off and got stuck in patient's throat. She has tried eating, drinking and gargling, but it was still there the next day. Went to the emergency room, took x-rays, and treated for throat irritation.

Manufacturer narrative:
The corrections to the original MDR submitted are as follows: 3. Section b.4. - corrected date of report - 04/14/2021. 4. Section d.2. - corrected product code to jet. 5. Section g.3. - corrected date recieved y manufacturer - 04/14/2021. 6. Section g.7. - added adverse event terms - stuck in throat. 7. Section h.1. - corrected to serious injury. 8. Section h.6. - added problem codes - 3615, 4614, 2396.

Event description:
The tip of the advanced soft-pick broke off and got stuck in patient's throat. She has tried eating, drinking and gargling, but it was still there the next day. Went to the emergency room, took x-rays, and treated for throat irritation.